Manufacturer narrative:
Per additional information received from the customer. The customer reported the y-hub and extensions detached. The catheter remained in place. There was a very soft blood loss but no consequence to the patient, no blood transfusion was necessary. The catheter was originally implanted in (B)(6) 2016 and the event occurred on (B)(6) 2016.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the catheter extension set detached. A new unit was used with no problem. There were no injuries to the patient.

Manufacturer narrative:
A device history record (DHR) review could not be performed since the lot number was not provided. Two photos were provided by the customer. Visual evaluations of these photos were performed. The first photo showed a section of the catheter¿s shaft inside of an unknown part. This photo displayed the catheter shaft detached from the hub connector. The second image showed the hub and the extensions without clamps and adapters in a relaxed position. The catheter showed sign of use (blood residues) and the catheter shaft was not attached to the hub. In both photos, the reported condition was not observed. One incomplete palindrome rt catheter was received for analysis and investigation; the sample showed signs of use (blood residues). Visual inspection was performed and it was observed that only the hub and the extension without the adapters and clamps were returned. The hub connector was received in closed position. The sample received showed no damage related to catheter detachment. The catheter shaft was not received. Dimensional testing was performed and the results were within specifications. Based on the available evidence, the reported condition was noticed after the catheter was implanted. The device functioned as intended during an unknown amount of time. This evidences the fulfillment of applicable specifications and manufacturing process acceptance criteria; therefore the event could not be related to a manufacturing or device condition. Shaft detachment could not be determined since the catheter shaft was not returned for evaluation; however the reported condition was not identified in the sample received. Based on the above, no further corrective or preventive actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% visual assembly final inspection. This complaint will be used for tracking and trending purposes.